Event description:
It was reported the pt experienced somnolence and fatigue. On (B) (6) 2009, during a refill, it was reported actual residual volume was 4.0 ml and less than expected residual volume of 8.3 ml. At that time, it was the 4th refill with a discrepancy. The hcp decreased the dose by 15 mg and the pt experienced no somnolence. An add'l discrepancy was noted at the refill on (B) (6) 2009. The pt was doing well at that time. As the pump was infusing faster doses of medication, the device was replaced. The pt recovered without sequelae. The hcp additionally noted that at the time of the initial implant, the pump was beeping without appropriate explanation.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.